Event description:
Information was received that reported a patient was treated for infection. The patient reported that his infusion site was red and indurated after the infusion set was in for 2 days. Reportedly, the patient received topical antibiotics from his physician to treat a localized infection at the patient's insulin set infusion site.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.